Manufacturer narrative:
Date of event was reported as 2015 (patient thought it was (B)(6)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had uncomfortable stimulation and was getting ¿electrical sparks down leg and muscle spasms in lower back¿. The issue started in 2015 (patient though it started in april). The patient contacted their physician who contacted the manufacturer¿s representative. They hooked it up to a laptop and they ¿started playing with setting it and adjusting it¿. They finally got to the point where they had to turn it off and it was replaced on (B)(6) 2015. The patient stated they "had two done in 2014 that they couldn't get to work¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that they not seen the patient since the last visit on (B)(6) 2015. The patient was noted as doing well at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.